Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system locked up while the laser was firing during a yag capsulotomy procedure. The forehead and chin rest were loose. The procedure was completed with the same equipment. There was no harm to the patient.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).